Event description:
The account reported the multifocal intraocular lens was implanted on (B)(6) 2010 and removed and replaced on (B)(6) 2011. As stated by the reporter, the patient's acuity was bad and she had a hard time with the lens. The original implant was replaced with a higher diopter lens of the same model.

Manufacturer narrative:
A review of the manufacturing record was performed and met specifications. Complaint records were reviewed and revealed that no other complaints from this order number were received. A product deficiency was not identified. Based upon the above and the fact that no product was available, no further investigation could be performed. This specific complaint analysis is inconclusive. Device not returned to manufacturer.